Event description:
The manufacturer received information alleging a ventilator's pressure delivery was low. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. Conclusions: device has been evaluated but not returned to the customer, pending customer approval of the estimate.